Event description:
Patient reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, d1, d2, d3, d4, d6a, g1, g2, g4, h4, h6.

Event description:
Healthcare professional later confirmed the event of rupture.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4

Event description:
Patient reported left side rupture. Healthcare professional later confirmed the event of rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, b1, b6, d4, d6a, h4, h6.